Event description:
After an audiogram the doctor prescribed a hearing aid, on (B)(6) 2014 I bought a siemens hearing aid which cost (B)(6). On (B)(6) 2014 the doctor tested the hearing aids on me, I told the doctor I received feedback or echo every time I talked. She programmed them and the feedback and echo persisted so the doctor sent it to siemens to change the receiver. They tried to locate me but I did not receive any of the calls at the cellular. On (B)(6) 2014 the doctor made changes to the hearing aids program but is till noticed echo every time I talked. They talked with (B)(4) in siemens and sent the hearing aids to them. On (B)(6) 2014 the hearing aid was received at the doctor office. On (B)(6) 2014, I still perceived a feedback and echo, the doctor called siemens and they said the return date was on (B)(6) 2014. After many visits and I cannot use the hearing aids I decided to write this complaint asking siemens to return my (B)(6). My medical records show my many visits to the doctor's office and my complaints of the noise on the hearing aids. On (B)(6) 2014 the doctor took another impression of my left ear and asked for anther hearing aid. On (B)(6) 2015 siemens sent hearing aid cic-sirion, was programmed. On (B)(6) 2015 I used the second hearing aid and still noticed feedback and echo. I told the doctor I didn't want the hearing aids and asked my money back. She called siemens and explained my case, she talked with (B)(4) but she said the hearing aid could not be returned and neither the money. I kept telling the doctor that I have tinnitus and maybe this is the reason why I hear the feedback and echo, but she said there is no reason for this to happen. I demand siemens to a row. There is something wrong and I don't want siemens to keep sending the hearing aids back and forth, programming then and making changes so that I will keep them. I cannot wear them, so I want my money back. I don't want this siemens hearing aid.